Event description:
It was reported that during a lap bowel procedure, the hand controls did not work with both shears. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the devices were returned in good physical condition. The devices were tested with a generator and were functional. The hand switch assembly buttons worked properly. There were no anomalies noted with the functionality of the devices. It could not be determined why the devices reportedly malfunctioned.